Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been receiving multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus was delivered to address the bg level. The contact thought that the infusion set may be the cause. As the contact was not with the customer at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed.